Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement for the treatment of cancer, the patient allegedly developed with infection. It was further reported that patient developed with skin irritation and skin erosion at port site. Reportedly, the port was removed and new port has been implanted. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that sometime later post port placement for the treatment of cancer, the patient allegedly developed with infection. It was further reported that patient developed with skin irritation and skin erosion at port site. Reportedly, the port was removed and new port has been implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical records alleged that patient underwent port placement procedure for left breast cancer. Placement procedure was performed under fluoroscopic guidance. Huber needle to access the port and easily drew back and flushed. Approximately after five months twenty-five days later patient underwent removal of infected port device. Patient developed irritation to the skin and had a suture road through the incision. This was removed but ultimately the wound did not close it appears that now the port device has slowly eroded towards the skin is infected. The right upper chest was prepped and injected with lidocaine and epinephrine. Then extended the previous incision over the port device so that could grasp in and lifted up out of the wound. Then cut the remaining suture that held the device in place, but the device came out of the wound with the suture still attached. The catheter tip was sent for culture as well as the port device. Therefore, the investigation is confirmed for the reported expulsion issue. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.